Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 6 had failed and unable to recover. A field service engineer (fse) replaced the inseparable latch in drawer 6 auxiliary to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 6 had failed and unable to recover. The customer tried to reboot and still not fixed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.